Manufacturer narrative:
Batch review performed on 07 february 2023. Lot 1903266: (B)(4) manufactured and released on 03-july-2019. Expiration date: 2024-06-19. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 3 years 3 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.